Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6). It was reported that coronary artery restenosis occurred. In (B)(6) 2013, the patient presented with old myocardial infarction. Subsequently, percutaneous coronary intervention (pci) was performed on a standby basis. The type c, 100% stenosed, greater than 2cm in length, diffused, concentric target lesion with significant lesion bend of <45 degrees was located in the non calcified mid left anterior descending artery. After predilation, a 3.0x20mm promus element plus stent was implanted at 12 atmospheres. After post-dilation, the residual stenosis was 0%, with timi flow 3. Three days later, the patient was discharged from the hospital. In (B)(6) 2016, coronary artery restenosis occurred in the first diagonal branch. After seven days, pci was performed due to the ischemic symptoms caused by the target vessel. Patient is in remission.